Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "bad" capsular contracture, baker grade IV and "textured implant."

Event description:
Healthcare professional reported right side "bad" capsular contracture, baker grade IV and removal due to "textured implant." Device has been explanted.